Event description:
It was reported that the rotawire separated and the fragment was unretrieved. The 99% stenosed target lesion was located in the coronary artery. A rotawire was selected for use. During the procedure, it was noted that the rotawire had resistance during insertion and removal. Following three ablations and during removal, it was noted that the rotawire was separated. The fragment was in the peripheral, diagonal branch and a snare could not pass. Therefore, the fragment was not removed. There was no further patient injury reported and the patient was in good condition after the procedure.